Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system reported a shorted lead condition during implant testing. The ICD was not implanted and the lead extracted and replaced. During the lead extraction, the patient experienced a cardiac tamponade.